Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bopt4310, (t3® tapered implant 4/3 x 10mm) for evaluation. Ups shipment has been lost in transit when the product was shipped for investigation. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 2023010121. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023010121 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name unknown / not provided.

Event description:
Doctor reported they tried to adjust the implant and the threads were damaged, the implant did not have grip. Other implant was placed during the same procedure.